Manufacturer narrative:
It was reported that the controller had a loose power port connector. The controller was returned for evaluation. The pump was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Additional information was received indicating that con104131 was the controller issued to the patient as a replacement and was not the controller with the alleged loose connector. Nonetheless, failure analysis of the returned device revealed that the device passed visual examination and functional testing; none of the controller ports were found loose. The reported event was confirmed under product event (B)(4); the suspect controller, con101244, was found to have a loose power port one (1) and power port two (2) connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported per the clinical database that the patient was in the emergency department due to a loose battery connection on their controller. There were no lvad alarms. The controller was exchanged to their back up controller without difficulty and was given a new back up controller system, which was programmed to their settings. The patient was discharged without being fully admitted. No patient complications have been reported as a result of this event.